Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with three infusion sets. Patient noticed symptoms within 3 hours of insertion for 1 infusion set and 3 or more hours after insertion for the remaining sets. The site of insertion was arm. Patient regularly rotate site location. The blood glucose due to the issue was reported to be 900 mg/dl. To address the high blood glucose the patient took a correction injection via multiple daily injection (mdi). However, the patient had to be admitted in intensive care unit (ICU) and patient spent a week there and was given saline and insulin. The patient confirmed to have ketones whose levels were identified as dangerous or life threatening. Patient was given multiple daily injection (mdi) and also changed infusion set to resume insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-03694. Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) under d4, PMA number under g4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5398041 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 5/5 samples passed the test five reference samples were not able to be test for flow due to the samples were used in a special investigation. A batch record review was conducted resulting in the following: packaging lot: the lot 5398041 was manufactured according to the wi version 100 manufactured in the line inset 3, on 24/sep/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 25-jul-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 5398041 and one more complaint has been registered in database for the same lot 5398041 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.